Event description:
It was reported that the tubing is causing air in line alarms. The nurse stated that they have had several issues of air in line alarms on the pump when there is no visible air in the tubing, even after adequately priming the tubing with fluid. The issue s resolved when new tubing is used on the same pump. There was no patient harm.

Manufacturer narrative:
Correction: disregard file (reviewed file, revised file from reportable malfunction to not-reportable as there was no allegation that the nuisance air in line alarms impacted the delivery of medication or fluid to the patient, as well as no adverse effects were caused to the patient from the event.)

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the tubing is causing air in line alarms. The nurse stated that they have had several issues of air in line alarms on the pump when there is no visible air in the tubing, even after adequately priming the tubing with fluid. The issue is resolved when new tubing is used on the same pump. There was no patient harm.